Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced blood backflow. The following information was provided by the initial reporter: rcc received the complaint via email. Email as attached. The failure is on an alaris pump infusion set (reference # (B)(4)). This tubing was connected to a tunneled catheter and a significant amount of blood was noted to be backed up into the length of the tubing. Rn was called into room by patient. Blood had backed up into IV tubing.

Manufacturer narrative:
H6: investigation summary one sample model 2432-0007 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water. A bd secondary set primed with blue dye water was attached to the primary set. The primary bag was lowered about nine inches below the secondary bag. The sets were allowed to free flow. No observation of back flow was observed. An infusion run was performed for one hour and at rate of 125 ml/hr. No back flow was observed. The customer complaint that there was backflow could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2432-0007, possible lot number 22125119 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Manufacturer narrative:
A.2. Date of birth: patient¿s birthday was not provided, (B)(6) 2007 was used based on age of patient. D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced blood backflow. The following information was provided by the initial reporter: rcc received the complaint via email. Email as attached. The failure is on an alaris pump infusion set (reference # 2432-0007). This tubing was connected to a tunneled catheter and a significant amount of blood was noted to be backed up into the length of the tubing. Rn was called into room by patient. Blood had backed up into IV tubing.